Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for occipital neuralgia. It was reported per the patient ¿they got fully infected and it got into the patient¿s bloodstream¿. It was indicated that their device was removed. The patient disconnected when trying to transfer them to patient services. No further complications were reported/anticipated.